Event description:
The customer contacted physio-control to report that they were using this device to perform a cardioversion on a patient when the screen locked up and the device became unresponsive and seemed to freeze up. They were able to power the device off and back on and continue using it. The customer confirmed that the patient survived the event. The customer advised physio-control that no further patient information is available.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue.

Event description:
The customer contacted physio-control to report that they were using this device to perform a cardioversion on a patient when the screen locked up and the device became unresponsive and seemed to freeze up. They were able to power the device off and back on and continue using it. The customer confirmed that the patient survived the event. The customer advised physio-control that no further patient information is available.

Manufacturer narrative:
After further investigation, physio-control has determined that the cause of the reported issue was due to the therapy pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's therapy pcb assembly as a precautionary measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device to perform a cardioversion on a patient when the screen locked up and the device became unresponsive and seemed to freeze up. They were able to power the device off and back on and continue using it. The customer confirmed that the patient survived the event. The customer advised physio-control that no further patient information is available.